Manufacturer narrative:
Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage and it was functioning good. No harm requiring medical intervention was reported. The device will be returned for analysis.